Manufacturer narrative:
The following components were received in the return: catheter assembly without a tethered sensor. The sensor was not returned. Visual inspection of the hub and the catheter found multiple kinks and bends. The returned catheter's outer diameter was found to be within specification with a 0.0490 in. Thickness at distal tip and 0.0485 in. At the proximal end. Due to the nature of the returned device and the sensor not being returned, the results of the investigation were determined to be inconclusive. Additionally, per the event information received, advancement difficulties were not attributed to the device itself but were attributed to the patient¿s anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the cardiomems sensor transmitted dampened waveform readings. During the implant procedure on (B)(6) 2025 the physician reported inability to advance the delivery system to the target location and inability to pull the sensor backward due to being pinned by the patient's right ventricle papillary muscle. The physician elected to deploy the sensor proximal to the band. While attempting to calibrate the sensor it was noted that the sensor waveforms were dampened in comparison to the swan ganz. Additional readings from the sensor could not be obtained. Xray images were taken which showed the sensor in a rotated anterior/posterior position within a more anterior branch of the left pulmonary artery. Additional readings were obtained on (B)(6) 2025 and the waveform showed some improvement however remained slightly dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. Delay to the procedure time was not clinically significant to the patient and the physician reported they did not feel that the cardiomems device caused or contributed to the sensor placement difficulty.